Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two unspecified mentor gel breast implant prostheses and experienced bilateral grade iii capsular contracture and rupture (unknown side) postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal and replacement with two mentor memorygel breast implant prostheses (left catalog #: 3503504bc, left serial #: (B)(4), right catalog #:3503004bc, right serial #:(B)(4)) on (B)(6) 2021. It is currently unknown which side the patient experienced rupture with. Multiple attempts were made to obtain further clarification regarding this event. However, no additional information has been received. At this time of report, it is reported as left-sided. If additional information becomes available in the future, a supplemental report will be submitted. This report is for left-sided prosthesis.